Event description:
Technical services received a call on (B)(6) 2012. Caller reported print out states "check rv lead." Impedance trending from 350 - 650. It was noted that patient has a lot of ectopic beats. Everything checked out okay. Reviewed that impedance or low amplitude could trip "check lead" flag. Caller felt it was low amplitude, given patient history and did not see any missing dots on the impedance trend graph. Nurse felt the device was operating normally; ectopy is likely the reason. No further action to be taken at this time. Lead was implanted (B)(6) 2004. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).